Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed displacement test, sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display or frozen display anomaly noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. No battery or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer also mentioned that every three days she loosed communication between the meter and the insulin pump. Customer stated that she had a replace battery on the screen earlier and they were not able to clear it. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. Customer stated that he put the original battery in and the insulin pump came back to life. It was just showing medtronic on the screen and was not advancing. The insulin pump will be returned for analysis.